Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2017 a field service engineer (fse) followed-up with the customer over-the-phone found out that a sample cup had been dropped between the sampling carousel and the sample assembly. The customer removed the sample cup and noticed the bent sample nozzle assembly. The fse instructed the customer in replacing the sampling nozzle assembly and verify sampling assembly positions to sampler wash, sampler diluent, sampler waste, sample tube bottom, and sampler cup button in accordance to the aia-360 service manual, chapter 3 under section 3.1.3. All movements were good and no obstructions were observed. The customer proceeded to run daily check and quality controls without any further issues. The aia-360 was working within specifications. A 13-month complaint history review and service history review for similar complaints was performed for aia-360, serial number (B)(4), from 29-nov-2016 through (B)(6) 2017. There were no other similar complaints identified during the searched period. The aia-360 service manual under chapter 3, adjusting parameters, provides step-by-step instruction for parameter position checks the most likely cause of the reported issue was due to an operator dropping a sample cup between the sampling carousel and sample assembly, causing the sampling nozzle assembly to jam and crash into the sample test cup cover.

Event description:
On (B)(6) 2017 a customer reported that the sampling nozzle assembly had crashed and was bent in half on the aia-360 instrument. The customer requested a field service engineer to be dispatched in order to address the reported event, which resulted in delay in reported of patient results for cardiac troponin I (ctnl2) and creatine kinase mb (ck-mb). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.